Manufacturer narrative:
Patient information was unavailable from the site. A manufacturer representative went to the site to test the equipment. The system passed the system checkout and was found to be fully functional. No parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a procedure. It was reported that the site had intermittent issues tracking their instruments during the procedure. There was no reported impact on patient outcome.

Manufacturer narrative:
A software investigation was initiated but was unable to determine probable cause without further information since the behavior could not be replicated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was a fess procedure. No delay in the procedure. Dr. (B)(6) is correct. If information is provided in the future, a supplemental report will be issued.